Event description:
Atricure was notified of a patient death following an off-pump, bilateral mini-thoracotomy maze procedure using atricure's rf ablation devices. The procedure was unremarkable; however, the patient presented 3 weeks post-op at a different hospital and a head CT revealed a cerebral pneumocephalus with air in the right frontal lobe. The patient subsequently expired. Upon autopsy it was determined that the patient suffered an esophageal fistula which was concluded to be caused by the transesophageal echocardiogram (tee) used during the surgical procedure. The patient autopsy also revealed an esophageal diverticulum.

Manufacturer narrative:
Device discarded at facility since initial procedure was unremarkable and no device failure indicated. Unable to determine device batch number. Atricure was initially notified of this event through the local sales representative on (B)(6) 2012. At that time, atricure contacted the surgeon who indicated that "there was no device related failure of any of the atricure products employed" and that atricure's devices did not cause or contribute to this event. At this point the complaint was closed and the event was determined to be not-reportable. On (B)(6) 2013 atricure was notified that a journal article was recently published regarding this event by physicians at the hospital that saw the patient post-op. The article indicates that a chest CT showed a la-esophageal (a-e) fistula and concludes "the a-e fistula in this patient likely resulted from esophageal thermal injury during linear radiofrequency ablation on the posterior la." Further discussions took place between atricure and the original surgeon between (B)(6) 2013. He has indicated that this event was adjudicated at the initial institution and determined that the injury could not have come from an atricure device, and that the patient autopsy revealed an esophageal diverticulum. Atricure agrees with the determination made by the initial surgeon and institution that atricure devices did not cause or contribute to this event. Device discarded by user.

Manufacturer narrative:
A correction is being made to update section d - suspect medical device complaints listed, (B)(4) (3003502395-2013-00003) and (B)(4) (3003502395-2016-00067) are all linked to the same complaint number (B)(4) , references a procedure done by dr. (B)(6).